Event description:
It was reported that the patient's right ventricular (rv) lead had an impedance alert for high rv impedance, as well as there was high thresholds and elevated sensing integrity counter (sic) counts. The patient's right atrial (ra) lead had undersensing. Follow up indicated no intervention was completed. Both leads are still in use. No patient complications have been reported as a result of this event.